Event description:
Event was reported to caldera medical by an attorney. The patient has suffered vaginal pain, urinary problems, painful intercourse, erosion of mesh, corrective surgery/repair, extrusion of mesh, pelvic pain, stress urinary incontinence, and constipation. No further information has been provided.